Event description:
Allegedly, after 5 months, this neck was removed during revision of the stem.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in another country.